Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a fully broken conductor wire within the bipolar yaw pulley at distal end. Additional observation(s): the yaw pulley of instrument had thermal damage on it. The yaw pulley had charring and/or localized melting on the outer surface as a result of which, a section of the active electrode (grip) was exposed that would not normally be exposed. The wire of the thermal damaged side passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Correction to section d : primary product batch/lot number was updated to k12240920 0426.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.